Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation') and device dislocation ('essure coils not visualized within the ostia') in an adult female patient who had essure (batch no. D3382-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included packed red blood cell transfusion on (B)(6) 2014, cesarean section on (B)(6) 2011, biopsy uterus on (B)(6) 2011, cesarean section on (B)(6) 1993 and skin rash. Concurrent conditions included vaginal bleeding, vaginitis (bacterial, fungal), chronic lumbago, vaginal discharge, abdominal pain lower, vaginal infection, uterine bleeding, alopecia areata, dizziness, headache, abdominal cramps and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), genital haemorrhage ("bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (removal of essure device.). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, infection, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: trailing coils in right fallopian tube: 1 and in left fallopian. Tube: 1 as per source document plaintiff was planned to undergo laparoscopic removal of essure device bilaterally salpingectomy removal cyst possible oophorectomy possible laparotomy; however, there is no evidence if she underwent salpingectomy. Reported lot number (d3382) is not a valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. On 5-nov-2019: coding correction received. Correction due to discrepancy between coding action item and match point coder query. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation') and device dislocation ('essure coils not visualized within the ostia') in an adult female patient who had essure (batch no. D3382) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included transfusion on (B)(6) 2014, cesarean section on (B)(6) 2011, biopsy uterus on (B)(6) 2011, cesarean section on (B)(6) 1993 and skin rash. Concurrent conditions included vaginal bleeding, vaginitis (bacterial, fungal), chronic lumbago, vaginal discharge, abdominal pain lower, vaginal infection, uterine bleeding, alopecia areata, dizziness, headache, abdominal cramps and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), genital haemorrhage ("infection") and dyspareunia ("dyspareunia"). The patient was treated with surgery (removal of essure device.). At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, infection, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, infection and pelvic pain to be related to essure. The reporter commented: trailing coils in right fallopian tube: 1 and in left fallopian tube: 1. As per source document plaintiff was planned to undergo laparoscopic removal of essure device bilaterally salpingectomy removal cyst possible oophorectomy possible laparotomy; however, there is no evidence if she underwent salpingectomy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.